Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair and extraperitoneal colpopexy due to pop, sui, incomplete vaginal prolapse, cystocele and enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, recurrence, dyspareunia. On (B)(6) 2012 the patient underwent removal of vaginal apical mesh and below the bladder by due to severe left pelvic pain and vaginal pain. No additional information was provided. It was reported that patient underwent resection of vaginal stricture on (B)(6) 2009. It was reported that patient underwent transvaginal apical mesh removal & removal of mesh below the bladder base on left & right sides w/ cystoscopy x 3 on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.